Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump¿s display screen was found cracked, the screen still powered on but was not visible to the user, and the device required replacement; blood glucose was not affected and no alerts or alarms were reported. Symptoms included no clinical effects. Outcomes included no impact on health and continued cgm use via the dexcom app or receiver. Investigation included complaint intake, troubleshooting and education, and replacement of the device with instructions to shut down the original and return it with a provided shipping label. Investigation of this case revealed physical damage to the display component consistent with a cracked screen, rendering the visual interface unusable while the device continued to function. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage unrelated to device manufacturing or design.